Event description:
It was reported that there is no alarm to signal a leak.

Manufacturer narrative:
As of today, device return has been requested for this complaint but has not yet been made available to the designated complaint unit for a full evaluation. Without return of the actual device we cannot further investigate or confirm the details supplied in this complaint and try to determine a root cause. A review of the associated manufacturing assembly records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. If the device is returned in the future then this complaint may be reopened.

Event description:
There was no patient involvement.